Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open skin with some red spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to place gauze on the spots for the skin irritation. Follow up indicated that the skin irritation improved.